Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the physician performed a steroid injection on (B)(6) 2019 to see if the heat reduced. They stated that the heat reduced for 2 days but returned afterwards. The rep noted that the issue of heating at the patient¿s ins site has not been resolved at this time. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The rep reported that the patient is feeling heat around their implantable neurostimulator (ins) all of the time, even when they aren¿t recharging. The issue started right after they were implanted. The patient was last seen by a healthcare provider (hcp) on (B)(6) 2019, where impedances were checked, and everything was okay. At the appointment, imaging was done, and the leads looked to be in the same position as at the time of implant. The rep mentioned that he leads are staggered and the lower one is half-way out of the epidural space, and the rep assumed the lead was implanted that way on purpose but didn¿t know for sure and noted that the physician didn¿t think it would cause the issue. The rep stated that the patient had turned the ins off at one point and their heat stopped. They mentioned that the patient gets 100% relief from the ins, so that don¿t want to have to turn it off. The rep mentioned that they had trouble communicating with the ins using the tablet today, and it took a few tries to connect. The rep hadn¿t palpated the site at all but it looked normal. The patient was to follow-up with the healthcare provider to determine the next steps. No further complications were reported or anticipated.